Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the pacemaker and the right ventricular (rv) lead exhibited noise. No intervention was made. The clinic would continue to monitor the device and the lead. There was no patient consequences.

Event description:
Additional information received indicated that the pacemaker and the right ventricular (rv) lead exhibited noise oversensing due to electromagnetic interference.

Event description:
Additional information received indicated that atrial lead exhibited noise oversensing due to electromagnetic interference.